Event description:
A female pt undergoing ferility treatment had a serum sample tested on the hcg serum assay. The result of negative. The sample was quantitated (method unknown) and the result was 50mlu/ml hcg. Another sample was drawn and tested on the assay with a negative result. The sample was quantitated and the result was 100 mlu/ml hcg. A 3rd draw from the pt resulted in a positive co's result. The 3rd sample quantitated at 800 mlu/ml hcg. The 2nd and 3rd samples and part of the kit were returned to co for in-house eval. Three cylinders were returned from the customer. Sample 2 and a negative and positive control were run using those cylinders. Both samples were tested using an in-house kit of the same lot number. Both samples were quantitated using another assay neat and after being spiked with a heterophile blocking reagent (hbr). The results of the eval are noted in section 1110.